Event description:
Abbot did not supply up front information that iphone 14 is not compatible with the libre 3 sensor either on the container, in advertisement or in print. I had an iphone 6 and went to load the libre 3 app and found it was too old. It had a whole list of iphones that looked like 7 or greater. I bought an iphone 14. When I went to load the app, the libre 3 was not compatible with a 14. Called the consumer line as was informed that I and the provider should have read their on-line information before prescribing the product. That version of iphone has been available for 10 months. They suggested it by a reader, which is funny because there isn't a reader for the libre 3. I now have 1 sensor in my arm and 1 on my counter they I can't use. There needs to be some penalty. Reference report: mw5118041.